Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 68 mg/dl. The customer¿s blood glucose was 39 mg/dl. The customer was treated with insulin injection, glucose drip and food for low blood glucose level. The customer was not wearing the insulin pump during the hospitalization less than 48 hours. The customer declined troubleshooting high and low blood glucose. The insulin pump will not be returned for analysis.